Event description:
On (B)(6) 2010, pt reported, he noticed, a little insulin leaking in the chamber of his backup infusion device. Pt is currently wearing his backup infusion device. Pt stated, he was unable to determine the amount of insulin in the chamber; he will dry out the chamber. Pt reported, he had been using the insulin cartridge that was leaking for a year. Educated pt on proper cartridge use. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.